Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004/130 (less than 2.0 volts on lithium battery) service code alarm. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department from the labor and delivery floor with an unsigned note that stated "putting up a call code alarm" it was reported the alarm occurred prior to patient use. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a 11/004 service alarm code. Though requested, no add'l info was provided.